Event description:
On dec 17, 2007 it was reported by the dealer that the customer called in to say that the loss of air supply alarm was activated. Compressor pressure okay; air pressure up to the water trap at the back present and adequate. Machine checked and both air and oxygen inlet pressure found okay. Oxygen side okay. Per an engineer at the dealer, fault was found on the outlet of the servo valve, the "brass nipple" blocked by what looks like a thin film. Outlet cleaned and now the unit working fine. Additional info on the event date: at the time of the problem, there was a pt on the machine and had to be removed and bagged during troubleshooting. Please note that there was no serious injury or death in this incident.

Manufacturer narrative:
Device evaluated by MFR. Per customer, the failed part is not available to be returned for investigation by newport medical instruments, no further investigation will be performed.